Event description:
Customer's father called to say that his daughter had elevated blood glucose levels (bg's) because the pod cannula never inserted. The customer's bg's ranged between 146-500 mg/dl before taking the pod off and starting a new one. No further issues were identified.

Manufacturer narrative:
The product has not been returned so no evaluation is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptance criteria.